Event description:
Infuse-a-port was accessed to flush and check patency and saline leaked out of the site area where plastic and needle meets. When needle was primed on dressing tray, no leakage was noticed. It was only after needle was inserted into patient and port accessed that the leakage was noted. No harm/injury to patient.

Manufacturer narrative:
The device was not returned to the manufacturer. The device was discarded, due to patient contact and contact with chemotherapeutic agents. A review of the device history record revealed no manufacturing variances related to this event. No trends were identified for this device for this type of failure. Due to the unavailability of the device for evaluation, no conclusion can be drawn as to the cause of the leak observed in the clinical setting.